Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused chest pain, cough and eye irritation. The patient did report to receive medical intervention and saw a pulmonologist and was prescribed a inhaled corticosteroid for 3 months and if no improvement a scanner will be prescribed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused chest pain, cough and eye irritation an issue related to a CPAP device's. The patient did report to receive medical intervention and saw a pulmonologist and was prescribed a inhaled corticosteroid for 3 months and if no improvement a scanner will be prescribed. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an an unknown dust contaminant on the flip doors, top enclosure, rear panel, ui panel, bottom enclosure, pca, inside iso port, blower, blower box, and blower seal. Manufacturer observed black hairlike contaminant on the flip doors, top enclosure, ui panel, bottom enclosure, and rear panel. A keratin-like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed dust like contamination and was not able to confirm the complaint or address the symptoms specified. Sections d8, d9, h2, h3, h6 has been updated in this report.